Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation. Distal end c body was burned likely due to high-frequency treatment device used without maintaining sufficient distance from the tip. No image is like due to electrical/electronic component problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During inspection it was found there was no image blackout and distal end c body was burned. There was no patient involvement.